Event description:
It was reported by service report that the foot right caster anchor is broken and there is a potential for the recliner to tip. No pt involvement or adverse consequences are reported.